Event description:
It was reported that this artificial urinary sphincter stopped working earlier this year. During the explant of the aus balloon, the epigastric artery was perforated. The artery was sutured. A new device implant was attempted but was unsuccessful and the procedure was cancelled. The patient was reported to be in stable condition and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter stopped working earlier this year. During the explant of the aus balloon, the epigastric artery was perforated. The artery was sutured. A new device implant was attempted but was unsuccessful and the procedure was cancelled. The patient was reported to be in stable condition and no further patient complications were reported.